Manufacturer narrative:
H.6. Investigation summary: bd received 1 sample from the customer for investigation. The customer sample was re centrifuge and no issues relating to poor barrier were observed. Additionally, the tube provided indicate significantly underfilled tubes. The draw volume for this product is 8.5ml. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that there was poor separator movement after centrifugation with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: even after centrifugation, gel didn't come up.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was poor separator movement after centrifugation with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: even after centrifugation, gel didn't come up.